Event description:
Reference number (B)(4). Event occurred in czech republic.it was reported that the patient experienced insulin flow blocked on (B)(6) 2025. Troubleshooting confirmed blockage in the tubing.no further information was available.